Event description:
It was reported that, during surgery, a r3 liner impactor head 38-42mm got chipped while impacting the cup. No pieces fell inside the patient. The procedure was resumed, without any delay, using an equivalent s+n back up. No further complications were reported. Patient recovered fine.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference:case-(B)(4). Additional information: d9: is this device available for evaluation?, h6: medical device problem code, type of investigation, investigation findings and investigation conclusions h11:the information received by the manufacturer was re-evaluated for MDR reporting, and it was determined that this case does not meet the threshold for reporting and is considered a non-reportable event. The device did not fracture; investigation results confirmed that the device had a crack. Therefore, the event may have resulted in a short procedural delay and/or required the use of a backup device to continue the procedure; however, this event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a subsequent report will be submitted outlining both the event details and the investigations performed. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The associated device was returned and evaluated. The visual inspection revealed that the device returned with the body of the device cracked, and the entire device worn. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.